Event description:
It was reported that some of the red rubber catheters were thicker than normal and caused discomfort during insertion due to increased thickness. No medical intervention was reported. Per customer information received via mail on (B)(6) 2025, it was stated that the only impact from using the thicker catheters was that they were more difficult to pass through urethra. No medical intervention was necessary, but it just makes for an uncomfortable process. Customer had this issue before and stated that it just seems like these catheters were not being checked carefully enough during the manufacturing process. A good "qc" check (quality control) would seem prudent given the personal and medically necessary use of this product.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted four unopened (with original packaging), urethral foley catheters. Visual inspection of the sample noted using the french gauge all four catheters were measured to be 14fr. This met specification per (B)(4). The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. Per (B)(4), as the reported event is unconfirmed, a risk review is not required. Per (B)(4), as the reported event is unconfirmed, a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some of the red rubber catheters were thicker than normal and caused discomfort during insertion due to increased thickness. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some of the red rubber catheters were thicker than normal and caused discomfort during insertion due to increased thickness. No medical intervention was reported. Per customer information received via mail on 01aug2025, it was stated that the only impact from using the thicker catheters was that they were more difficult to pass through urethra. No medical intervention was necessary, but it just makes for an uncomfortable process. Customer had this issue before and stated that it just seems like these catheters were not being checked carefully enough during the manufacturing process. A good "qc" check (quality control) would seem prudent given the personal and medically necessary use of this product.